Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was over 400 mg/dl, 180 mg/dl and 300 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed unk, (B)(4).